Event description:
It was reported the patient has lost a significant amount of weight and would like to have her scs ipg moved deeper under the skin. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.